Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had not been working for the last six months. It was noted the patient went to their healthcare provider and they were able to get it to work again but it died shortly after within two weeks. It was stated the patient felt it shorted out and they could see their stomach move and that never happened before. The patient stated it was located above their ribs and they thought that is why it was messing up. The patient stated ¿it¿s out of my skin and sitting above my rib cage.¿ it was noted the patient had a loss of therapeutic effect. It was stated the patient was scheduled to get a new one.